Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/16/2019. H3 device evaluation summary: one labeled winding former with a partially dispensed needle-suture of product code 8805, lot mlq565 was returned for analysis. The product code is double armed. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was totally dispensed, the end was flat and cut appears to be by use of surgical instrument. The other needle was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, suggest an improper handling of the sample. H3 device evaluation summary: one opened box with twenty-nine unopened samples of product code 8805, lot mlq565 was returned for analysis. The product code is double armed. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 8 device issues captured in reports 2210968-2019-84510, 2210968-2019-84511, 2210968-2019-84512, 2210968-2019-84513, 2210968-2019-84506, 2210968-2019-84507, 2210968-2019-84508 and 2210968-2019-84509. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlq565 -8805h, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was separating from the needle while pulling through tissue. Suture from a different lot was used to complete the procedure. There were no patient consequences reported.